Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for bone fracture - femoral, associated with severe valgus left knee arthritis. Event is serious and is considered moderate. There is a remote possibility that the event is related to device and is definitely related to procedure. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2021, (right knee). Treatment: orif of the left knee.